Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system with a contact detach infusion set, and inspection identified a wet cartridge and chamber consistent with a leaking cartridge from lot 30297; the user replaced all supplies and insulin delivery resumed. Symptoms included elevated blood glucose up to 384 mg/dl for several hours without reported ketosis, hospitalization, or professional medical intervention. Outcomes included continued monitoring, reduction of blood glucose to 270 mg/dl after supplies were changed, and no transition to backup therapy at the time. Investigation included collection of the implicated cartridge lot and arrangements to return the leaking cartridge for evaluation. Investigation of this case revealed a suspected cartridge leak resulting in inadequate insulin delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the cartridge leading to leakage and underdelivery of insulin.